Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. The reservoir tube and display window were cracked.

Event description:
It was reported that the display screen was cracked. Nothing further was reported.